Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and inspected tip and plunger clamps. The instrument was tested without further problem and was returned to expected operation.